Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver did not charge its internal battery despite being plugged in for several days.

Manufacturer narrative:
The customer-reported issue of the emergency battery not being able to charge was confirmed during review of the driver alarm history and reproduced during functional testing. The emergency battery was evaluated and found to have an unrecoverable permanent fault code of 4000. The fault code indicates the emergency battery was discharged beyond the point it could be recharged. The root cause of the emergency battery not being able to charge was an unrecoverable depletion of the emergency battery. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.